Event description:
Medtronic received a report that there was a leak in the distal segment of the apollo catheter. The patient was undergoing treatment for an arteriovenous fistula (avf). The patient's vessel tortuosity was severe. The access vessel was the left middle cerebral artery, which was 1.2mm in diameter. It was reported that the operator reached the nidus with the mirage guidewire and apollo catheter. They started injecting squid 18 liquid embolic over a period of 30 minutes with the regular interval. After injecting around 3.5ml of squid they noticed leaking from the detachment zone of the apollo. They stopped injection immediately and withdrew the apollo from the system and abandoned case. The patient did not experience any injury or symptoms. The catheter had been inspected/tested prior to use. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a neuronmax sheath, neuron 5f guide catheter, and mirage guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported upon injection of the liquid embolic agent into the apollo, there was no resistance. The physician paused (less than 30 seconds) during injection. The injection rate was followed as indicated in the competitor¿s IFU. The liquid embolic agent did not get embedded in an unintended location. The anatomical location of the apollo tip was distal left m3. There was no kink/damage to the catheter observed. The cause of the event may have been due to devere tortuosity.